Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, balloon burst occurred. The patient was undergoing hemodialysis access management. The target lesion was located in the calcified arteriovenous fistula (avf) shunt. The physician deployed a 5.0 x 40, 75 cm mustang balloon catheter to enlarge the lumen. It was noted that the balloon was not properly inflated at its nominal pressure possibly due to thick calcification and that the balloon burst on an unspecified inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.